Event description:
The customer reported problems with the skin spacers. No pt injury was reported.

Manufacturer narrative:
A ge representative replaced the skin spacer. System operates as intended. (B) (4).